Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right common iliac artery. The 6.0mm x 20mm, 75cm mustang balloon catheter was advanced over a 035 150cm non bsc guide wire with difficulty. After the 6.0mm x 20mm, 75cm mustang balloon catheter predilated the lesion, the device was removed however it got stuck with the guide wire. The balloon catheter and the guide wire were withdrawn together into the unspecified sheath and both devices were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received with a guidewire inserted through the entire lumen of the device. The guidewire was not free moving. An examination of the device founds that the shaft was stretched down onto the wire. As a result the shaft was severely stretched between 6.5cm and 8cm distal to the strain relief. An examination of the wire identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right common iliac artery. The 6.0mm x 20mm, 75cm mustang¿ balloon catheter was advanced over a 035 150cm non bsc guide wire with difficulty. After the 6.0mm x 20mm, 75cm mustang¿ balloon catheter predilated the lesion, the device was removed however it got stuck with the guide wire. The balloon catheter and the guide wire were withdrawn together into the unspecified sheath and both devices were removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.